Manufacturer narrative:
On 11/7/2019, mentor became aware that the correct date of explantation was (B)(6) 2019. Mentor also became aware that the patient also experienced capsular contracture; baker grade iii, post-operatively. Mentor also became aware that the patient had undergone bilateral removal and replacement with the following devices: (left) 525cc mentor memorygel breast implant catalog: smpx525, lot: 7735729, sn: (B)(4) and (right) 465cc mentor memorygel breast implant catalog: smpx465, lot: 7746379, sn: (B)(4). Reason for device explant and/or reoperation: rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: (right) 450cc mentor memorygel breast implant catalog: 3504501bc lot: 5556004 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast reconstruction with a (left) 500cc mentor memorygel breast implant and a (right) 450cc mentor memorygel breast implant, suffered left side rupture post-operatively. As a result, the patient was scheduled for implant explantation on (B)(6) 2019.